Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life and moisture was present behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the pump's black box showed evidence of a voltage drop resulting in a low battery warning and a replace battery alarm on (B)(4) 2016. The same alarms were also observed on (B)(4) 2016. There was evidence of moisture behind the display lens. The battery compartment was found to be cracked. There was another crack observed between the corner of the display lens and the case seal. The pump's current draws were within specifications a battery life issue was not duplicated during the investigation. There was evidence of moisture contamination on the internal components of the pump. The display screen was dim and discolored.